Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Service history was reviewed for the system. There was no service record (relevant to the reported), event found. However, the system was last serviced after the reported event per service record. The system was found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the system issue resulted incomplete capsule tearing in unknown eye during refractive surgery. There is no patient harm and symptoms were resolved. The surgery was completed after changing the way to tear the capsule.